Event description:
A report was made about a minimum fill notification encountered by the user. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Upon following this guidance, the customer was able to successfully load a cartridge onto the pump and resume insulin delivery.